Manufacturer narrative:
Corrected data: h6. Device code was added as this was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years, eleven months following the implant of this transcatheter bioprosthetic valve, the patient presented for the seven-year post-operative follow-up appointment. An echocardiogram was performed and revealed changes from the previous echocardiogram. Moderate aortic stenosis was noted; the aortic valve area was 1.3 cm2, the peak velocity was 3.0 m/s, and a mean gradient of 23 mm hg. The previous echocardiogram findings were not reported for comparison. The patient was asymptomatic; no treatment was provided.